Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 19 apr 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. No root cause analysis available at this time. The device history record for aa6078r01 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the tip of the dilator came off and remained behind in the patient's abdominal wall. No further details have been provided at this time. Additional information has been requested.

Manufacturer narrative:
One used, representative sample of unknown lot was returned to halyard for evaluation. The original sample from the photographs provided earlier was not returned for evaluation. The peel away sheath was not received with the dilator. All other components of the dilator were received and were intact. The central cannula, which contains the white tip, was visually inspected. The white tip was found to be in place. The tip was found to be securely attached to the distal end of the central cannula. While the reported event was previously confirmed via photographs of the original sample, there was no confirmation based on evaluation representative sample. No root cause could be identified. All information reasonably known as of 25 may 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record for aa6078r01 was reviewed and the product was produced according to product specifications. The facility provided photographs of the device involved in the incident. The pictures provided were evaluated and confirmed a tip break; however, a process assessment found no activities or tools that could cause this type of flaw in the tube component; the root cause for this incident could not be conclusively determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).